Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported the stimulator quit working and were not getting much help from the stimulator in their legs and back since probably 2-3 months ago. Patient stated they met with a representative (rep) about 2- 3 weeks ago, and the representative tried several different settings and everything they tried to do was just in the patient's arms for the stimulation. Patient mentioned the stimulation was not helping them for the legs and the back. Patient mentioned they tried reprogramming about 3-4 times and never gotten much help from the scs. Patient noted they were told there were 200-300 different settings that they could put on this thing and just keep hunting for the right one. Patient mentioned they didn't do anything all summer long so they would have figured it would have been scarred in by then. Patient mentioned they had a x-ray that showed the lead has moved up 2 vertebrae's. Patient mentioned they were suppose to have a meeting set up with their hcp for them to take a look. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.